Event description:
Endurant and non mdt stent grafts were implanted in patients in the endovascular treatment of abdominal aortic aneurysms on unknown dates between over a 3 year period. The following adverse events were reported; hematomas, urinary retention, uti requiring intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; changes in anesthesia can reduce periprocedural urinary retention after evar guerra a, chao c, wallace g, rodriquez h, eskandari m ann vasc surg 2022; 79: 91¿99. Https://doi.org/10.1016/j.avsg.2021.08.033. If information is provided in the future, a supplemental report will be issued.